Event description:
It was reported via repair work order that a patient allegedly fell getting out of bed due to the footend brakes not holding. The patient was not injured and no adverse consequences were reported.

Manufacturer narrative:
It was initially reported that the footend brakes were not holding and a patient allegedly fell getting out of bed. The extent of injury and any clinically relevant delay in treatment was not reported. Follow-up submitted as further investigation determined the brakes were not holding due to worn scorpion/gill brake plates. It was also determined the patient was not injured and no adverse consequences were reported.

Event description:
It was reported via repair work order that the footend brakes were not holding and a patient allegedly fell getting out of bed. The extent of injury and any clinically relevant delay in treatment was not reported.